Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2014-00053. It was reported that during a novasure endometrial ablation on (B)(6) 2014, a physician received two unsuccessful cavity integrity assessment (cia) tests. The physician removed the disposable device and performed a hysteroscopy. There was no perforation found. The procedure was aborted and the patient was discharged home. "Approximately 24 hours post attempted ablation, the patient reported chest pain. Upon observation on or around (B)(6) 2014, the patient is found with air under diaphragm." Possible perforation suspected. It was reported on (B)(6) 2014, the patient was "just observed for 24 hours" and "the patient is doing fine." A hysteroscopy and dilatation, (not hologic devices) were performed prior to the attempted ablation. It is not known when the suspected perforation occurred or what instrument may have been the cause.